Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no reported product deficiency. Rash/hypersensitivity/allergic reaction is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient had an rx xience v stent implanted on (B)(6) 2010 and was now experiencing reflux and a rash. The patient was sent home on steroids and switched from plavix to effient. The physician thinks the patient might be allergic to the plavix. No additional information was provided.